Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient regarding dilaudid (unknown dose and concentration) via an implantable pump. It was reported the patient got their pump filled two days ago ((B)(6) 2020) and ever since then they think their pump was acting up. The patient said that when they came home, they started "slowing up" and their pain had returned and they can feel the pump throbbing. It was noted they tried calling their doctors office, but they would not answer. The patient requested list of physicians other than their managing physician who could help assist in having their pump looked at. Physician listings were sent. The patient was redirected to follow up with healthcare professional (hcp). The event date was (B)(6) 2020. No further complications were reported.